Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time), cardiac t. The lithium heparin plasma sample initially resulted as 0.40 ng/ml and this value was reported outside of the laboratory. On (B)(6) 2012, the sample was repeated twice using the same lithium heparin plasma sample, resulting as 12.4 ng/ml and 12.5 ng/ml. The serum tube collected at the same time was also tested twice on (B)(6) 2012, resulting as 12.5 ng/ml and 12.7 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected by the event. The troponin t stat (short turn around time), cardiac t reagent lot number was 16696601 with an expiration date of 01/31/2013. The field service representative could not determine a specific cause. He checked the measurement system and the electromechanical operation of the analyzer. He checked lld voltages, checked gear pump pressure, and he checked and inspected the condition of the pinch tubing. He verified proper operation by running performance testing. The customer ran all their quality control materials and these were within the customer's specifications. All tests and checks were within documented guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.